Event description:
It was reported that a primary audible alarm was experienced along with continuous paa (primary audible alarm error).

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case was cracked. A review of the event history log identified primary audible alarm post and primary audible alarm background (bgnd) test. During functional testing was unable to duplicate the primary audible alarm post at power up but primary audible alarm bgnd test error was found during occlusion test. The interconnect printed circuit board (pcb) did not operate as intended. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced interconnect pcb. Performed preventative maintenance and all functional testing.